Manufacturer narrative:
(B)(4). Date sent: 12/15/2015. (B)(4). Additional information was requested and the following was obtained: on which firing did this occur? On the first firing and no staples were deployed. On this firing, did the device staple? On the first firing and no staples were deployed. If yes, was the staple line complete? N/a. On this firing, did the device cut? N/k. If yes, was the cut line complete? N/k. Did any pieces fall into the patient? No device or component fell into the patient. If yes, were they removed? N/a. Will all pieces be returned with the device? N/a. If no, how were they discarded? N/a. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 60 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, while the surgeon was using the device to re-anastomose the bowel, the instrument broke. The sliding part of the instrument that activates the blade snapped off. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient reported.